Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a noisy image. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed during angulation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image noise occurred when agitating the connection point between the image sensor and the image sensor cable presumed to be due to electrical wiring breakage or shorting due to the angulation operation. The event can be detected/prevented by following the instructions for use which state: ltf-s190-5 operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.